Manufacturer narrative:
(B)(4). Baxter received the device. The device was found out of specification in relation to a different symptom reported by the customer. The device was not evaluated for the failed downstream occlusion test because the customer clarified this reported symptom after the evaluation was already completed; and therefore the complaint cannot be confirmed. No downstream occlusion malfunctions were observed during the evaluation process.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test. It was also reported there was no patient invovlement.